Event description:
Hill-rom received a report from the account stating the head section would not lower when CPR lever was used. The bed was located in cvcu at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested replacing the manifold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the manifold to resolve the issue. Based on this information, no further action is required.